Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she had been experiencing issues with bent cannulas and scar tissue and the insulin pump is not alarming no delivery. The issue started over a year and a half ago; she had a kink in the tubing and blood glucose went up to 320 mg/dl overnight and she did not receive a no delivery alarm. The customer also reported going to the emergency room possibly twice with diabetic ketoacidosis. Customer did not recall the date of the events. Blood glucose value at the time of arrival was 300 mg/dl. She stated that she was 550 mg/dl; treated with manual injection and was unable to get lower than 300 mg/dl. She experienced vomiting and disorientation. She was wearing the insulin pump at the time of the emergency room visit. The high pressure test was performed twice and it failed. No leaks were found. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked battery tube threads and missing end cap sticker.